Manufacturer narrative:
Equipment used: vis (m-78210), 203cm ruler (m-83361), drawing(s) referenced: dwgs105-5095-000 rev. Af. As found condition: the apollo micro catheter was returned for analysis within a shipping box, a tyvek bio-pouch, and a plastic bi o-pouch. Damage location details: onyx residue was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body; however, the catheter was found separated. The tubing material at the separated end exhibited plastic deformation (jagged edges). Testing/analysis: the apollo catheter's total length was measured to be ~152.7cm, the usable length was measured to be ~146.3cm, and the distal floppy length was measured to be ~6.3cm. When compared to the product drawing, ~18.7cm of the apollo catheter distal segment was found to be separated and not returned. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as the returned apollo catheter body was found separated. In this event, the patient¿s severe vessel tortuosity likely contributed to the catheter separation. Severe vessel tortuosity can cause difficult catheter navigation and manipulation, increasing stress on the catheter, which could lead to separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that on (B)(6) 2024, during the avm (arteriovenous malformation) surgery, the doctor used the apollo c atheter following the correct operational procedures. The surgical process proceeded without any anomalies. However, it was only after completing the surgery and retracting the apollo catheter that it was discovered the apollo had fractured for unknown reasons and remained inside the body. Since the surgery had already been successfully completed, the doctor currently has no plans to extract the broken product separately. There was catheter separation/break during use. There was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck/ the catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken location is the distal portion. About 21cm of the broken segments remain in the patient intracranially. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for avm treatment. It was noted the patient's vessel tortuosity was severe. The access vessel was the ba. Ancillary devices include a phenom21 microcatheter, onyx18 and onyx34 liquid embolic.